Event description:
During device check, the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) message. The customer called the zoll hotline for troubleshooting, and zoll recommended that they lift and move the system several times with the handle to dislodge the air bubble in the propylene glycol, as the air bubble can sometimes trigger the reported error message. The customer followed the recommendation and was able to clear the message temporarily. No patient involvement.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) message was confirmed during the functional testing and the event log review. The root cause of the reported complaint was a defective lm34 temperature sensor. The event log review indicated tcmid:05 error, confirming the reported complaint. During functional testing, the temperature values were noted to be unstable due to the defective lm34 temperature sensor, which is the root cause of the reported complaint. The lm34 temperature sensor was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).